Event description:
It was reported that the customer went to the emergency room was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of around 18 mg/dl. The cause of the low bg was unknown. Customer was treated with glucose tablets. Customer was discharged a few hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.